Event description:
A 79-year-old male with a history of acute myocardial infarction complicated by cardiogenic shock (ami/cgs) was receiving support with an impella cp and was maintained on inotropes and vasopressors. On the day following device placement, the patient developed poor color tone, diminished pulse palpability, and cold sensation in the lower extremities, concerning for limb ischemia. Due to these findings, the impella catheter was removed for access modification. The reported event involves a access site limb ischemia and device revision or replacement. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.